Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer received the no delivery alarm several times and that, when the insulin pump was able to resume delivery, the customer received a motor error alarm. The customer's blood glucose was 247 mg/dl. The customer stated that the motor error alarm occurred during bolus delivery. The customer did not recall any significant events leading to the alarm. Troubleshooting was done. The customer was able to complete the rewind sequence. The customer stated that the cannula was not bent. Explained that the insertion site may have been occluded. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.